Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer's blood glucose level was indicated as "high," though no specific value was mentioned. To address this, customer administered correction injections via multiple daily injections (mdi) and did not require third-party assistance. Reportedly, the customer continued to use the pump for insulin therapy.